Event description:
A customer reported via phone call indicating that the back light on their insulin pump not work. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: during back light check, there was a portion of the el panel that was not lit due to damaged el panel. Unit had cracked reservoir tube lip.